Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to the dentist and were advised they have bone loss that is from wearing of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.